Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nursing technician reported that a system displayed a system message and presented with reduced irrigation flow during a procedure. The case was aborted. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs). The issue identified was due to operator/setting related issues. The parameters were changed as a preventive measure by the company representative. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 2, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to improper settings for the customer's surgical technique. (B)(4).